Manufacturer narrative:
The date of death was not provided. These dates are based on the publication date of the article (month and day not known). It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Kaminska, m., heraghty, j., perides, s., lin, j. P., turcu, s. Intrathecal baclofen pump, it's not all roses! Report of case series. Developmental medicine and child neurology. 2012. 55(1) summary: the authors discussed the intrathecal baclofen pump therapy on sleep-disordered breathing. This report refers to a (B)(6) male patient (unknown age). The patient had current condition of obstructive sleep apnoea. The patient received baclofen (unknown manufacturer) intrathecal injection for severe dystonic cerebral palsy (unknown date and dose). Reported event: in two cases as the baclofen dose was increased, their pre-existing but not investigated earlier, obstructive sleep apnoea (osa) deteriorated with hypercapnia leading to non-invasive ventilation (niv).the patient did not tolerate non-invasive ventilation (niv) and despite of reduction of intrathecal baclofen (itb) dose (unspecified dose) and adjustment of ventilation pressures, his obstructive sleep apnoea deteriorated gradually and died at home 3.5 years after pump insertion. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.